Event description:
In 2007, patient had implant of a 28-16-140bl bifurcated device and a 28-28-75l proximal cuff; developed a proximal type I endoleak. In 2009, patient was treated with a 34-34-100rl suprarenal cuff with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient anatomy met powerlink indications for use. Based on the information available, no conclusion can be drawn.